Event description:
It was reported that patient had a rash on his chest since his device explant and replacement procedure. Patient has been revisiting his cardiologist regarding the rash on his chest. No further information available.